Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a primary knee procedure, when the insert was removed during the packaging, the surgeon noted the locking wire was disengaged from the polyethylene. The device was removed from the field without contact the patient. A second device was used to complete the surgery with no delay. A rep was present for and witnessed the event. The usage sheet with the wasted device noted and pictures were provided. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
It was reported that during a primary knee procedure, when the insert was removed during the packaging, the surgeon noted the locking wire was disengaged from the polyethylene. The device was removed from the field without contact the patient. A second device was used to complete the surgery with no delay. A rep was present for and witnessed the event. The usage sheet with the wasted device noted and pictures were provided. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a triathlon insert was reported. The event was confirmed via photographs. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: photos show the device with biological material throughout. Device condition could not be determined via photos provided. The locking wire was shown to be attached to the insert but not fully seated confirming the reported disassociation event. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported device was not returned however photographs were provided for review. The photographs note the following: photos show the device with biological material throughout. Device condition could not be determined via photos provided. The locking wire was shown to be attached to the insert but not fully seated confirming the reported disassociation event. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.